Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, "the instrument was handed to me broken today". No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned for evaluation. Visual examination of the provided photographs found that the balseal on the smaller post was deformed yet still attached to the post. There were no signs of breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.